Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a peritoneal infection, reported as "often experienced peritoneal infection since doing pd treatment at home". The cause of the event was not reported. The patient was treated with intraperitoneal vancomycin (dose, frequency and duration were not reported) for the event. At the time of this report, the patient has recovered from the event. Pd therapy was ongoing. No additional information could be provided as the reporter declined follow up.